Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were recommended, but no changes were performed. There were no patient consequences.

Event description:
New information indicates that post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but no changes were performed. The patient was in good condition.